Event description:
The instrument was loaded with a sulu from the qa inventory and was found to fire properly. The cause of the reported difficulty could not be identifed as there were no abnormalities noted during visual or functional examination and the subject sulu was not received for examination. According to these figures, we have calculated the incident rate for the endo gia

Event description:
An endo gia universal stapler would not fire correctly for the surgeon who stated there have been multiple problems with this product. Operator error was suggested and the surgeon did not feel this was the answer. The surgeon asked for biomed to investigate to see where the problem may be. When applied to the tissue the blade would not engage properly and cut. It would cut and engage when there was not tissue between jaws.